Manufacturer narrative:
Additional information related to reprocessing steps was unable to be obtained following three unsuccessful attempts. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of seeds in the suction channel could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found tears and a seed inside the forceps passage. In addition to the reportable malfunction, the following were noted: the scope connector radio frequency identification (rfid) label was not properly affixed; the insertion tube insultation failed the electric safety test; the plastic distal end cover had dents/scratches; the objective lens edge adhesive was worn and chipped; the light guide bundle had breakage; the light guide lens was detached and had one light out; the adhesive on the bending section cover was cracked; the insertion boot had a chip or scratches; the light guide tube had scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope was angled and biopsy channel was blocked. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: tears and seeds inside the forceps passage. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.